Event description:
The customer reported that the ortho provue analyzer interpreted a weak reaction as negative during antibody testing of a patient's sample. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
On (B) (6) 2008, an ocd fe visited the customer site and performed a camera alignment, optics adjustment, created a new reference image, and turned the analyzer back over to the customer. The customer reran the patient in question, and there was no reactivity observed on the provue. The fe inspected the card and found no reactivity in the microtube. The customer removed the card and held it to a lighted backdrop and showed the fe the reaction. The fe was able to see a very small reaction with the assistance of a lighted backdrop. The tif image of this card was sent to second level support and second level support has confirmed that there is no reaction observed in the tif image. The fe returned to the site on (B) (6) 2009 and performed a pm along with replacing the reader camera. The fe performed all camera adjustments and turned the analyzer back over to the customer. The customer repeated testing on known weak antibody patients and received negative results. Second level support reviewed the tif images and confirmed these results are negative. Samples were not returned to ocd for testing. (B) (4).